Manufacturer narrative:
Correction: section b1-type of report: product problem was not checked off in the initial report. Correction: section d6b - the date of explant should have been (B)(6) 2024 rather than (B)(6)2024. Correction: section h6- the health effect -clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 3006705815-2024-00402, 3006705815-2024-00403. It was reported that the patient was not receiving adequate therapy from their system. It was found that the leads had impedances. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. The reason for ipg replacement is unknown.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section h6- the medical device problem code should have been 1291-high impedance rather than 2950 - impedance problem.